Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported sheath detachment was confirmed. The reported resistance deploying the thumb advancer could not be confirmed as the thumb advancer was successfully deployed during returned device analysis. The reported difficult to remove the closure device could not be replicated in a testing environment as it was likely based on procedure circumstance. A conclusive cause for the reported difficulties could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, there was resistance while advancing the starclose se thumb advancer; the sheath did not split smoothly. The starclose se sheath tore and pieces of the sheath were detached. No portion of the sheath remained in the patient. The access ports were used to remove the starclose se from the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: this is used to address use of the starclose se in a calcified vessel. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was achieved using a starclose se device with a 6fr sheath after a percutaneous coronary intervention. Reportedly, after deploying the clip at the access site, there was resistance while removing the starclose se device from the anatomy. The starclose se would not come out. The safety release mechanism was used and the device pulled out. There was no tissue damage. Hemostasis was achieved with the clip; however, adjunctive manual compression was held for 15 minutes for tissue tract oozing at the access site. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.